Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument tip was damaged. The instrument was inspected prior to use and was damaged prior to use in the identified case. It was unknown which surgical task was being performed when the issue occurred and whether the instruments (force bipolar) collide with any other instrument or tool during procedure. There was no fragment falling inside patient anatomy and there were no photos and/or videos of this event available for isi review. Patient demographics, relevant tests, results, and the date performed and relevant patient history, including pre-existing medical conditions were unable to be released.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the permanent cautery hook had a broken cracked instrument tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken proximal clevis at the base and one of the ears of the clevis. The broken pieces were not returned, measuring roughly 0.144¿ x 0.201¿ and 0.117" x 0.086" in size. Clevis shows abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse such as scratch marks/abrasions. Additional observation(s) not reported by site: the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.245" in length. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis.